Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricle output connector, bail cover, and main seal were broken. Analysis also found the upper case was dented, broken, and contaminated. Lower case was broken and contaminated. Battery release, battery release o-ring, atrial output connector, battery drawer, and battery drawer o-ring were contaminated. Battery contacts were compressed and lead flex cover was corroded. (B)(4).